Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer reported blood glucose value of 28 mg/dl. The customer reported hypoglycemia, hypoglycemia, loss of consciousness, lethargic, cognitive changes, hypertension treated with ems/ambulance/ER visit, glucose/carb intake, ems/ambulance/ER visit, ems/ambulance/ER visit, ems/ambulance/ER visit, ems/ambulance/ER visit. The event involved product(s) mmt-332a, unomedical, unk_ngp. Troubleshooting was performed. It was unknown whether the auto mode/smartguard feature was active and whether the pump was used within 48 hours of the reported high blood glucose event. No further patient complications were reported. It was unknown whether customer will continue/discontinue the use of product. No product return is required for mmt-332a. No product return is required for unomedical. No product return is required for unk_ngp.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the current case is for the (B)(6) 2024 hospitalization event. Please see (B)(4) for the (B)(6) 2024 emergency room event. It was reported through medwatch that on (B)(6) 2024, at 2:30am, the customer was yelling in her sleep but was unresponsive. Her grandson saw that she was unresponsive and called the paramedics. She regained consciousness in the emergency room. Her low blood glucose was 32mg/dl and she was treated with glucose by mouth. She was hospitalized for high blood pressure and was released 4 days later. There was no high blood glucose event. Troubleshooting was not done. It was unknown if pump was used within 48 hours of the low. It was unknown if the pump had auto mode/smartguard feature. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.